Manufacturer narrative:
Device evaluated by MFR.: a dispenser hoop, coil, pusher wire and introducer sheath were returned for analysis. Visual examination was carried out. The coil and the pusher wire were interlocked within the introducer sheath. The pusher wire was attempted to be advanced through the introducer and a severe resistance was encountered. The pusher wire was attempted to be retracted and a severe resistance was encountered. There was dried saline present in the introducer that was preventing the retrieval of the coil. The introducer sheath was cut and the coil was successfully advanced through the introducer sheath. On removal the coil was inspected and the coil was found to be stretched. The pusher wire was inspected and no anomaly was noted. Microscopic inspection was done. The coil zap tip was inspected and dried saline was present. The dried saline was cleaned off to reveal the zap tip prior to the measurement being taken and no damage was noted. The interlocking arm of the coil was inspected and no anomaly was noted. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensions that could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The damage to the coil impacted the overall structure and appearance of the coil as the number of fiber bundles was three below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01jun2016. It was reported that advancing difficulties occurred. The target lesion was located in the moderately tortuous arteriovenous malformation in pulmonary artery. A 3mmx6cm interlock¿ was selected for embolization. After a 2.5fr renegade micro catheter and transend micro wire were placed through, a 4mmx15cm interlock¿ coil had been placed. When the 3mmx6cm interlock¿ was inserted into the microcatheter, it was unable to advance halfway inside the microcatheter. Then another 3mmx6cm interlock¿ was used, but the same issue occurred. The coil was change to another 3mmx6cm interlock¿ and it was successfully deployed. The procedure was completed after 8 coils were placed. No patient complications reported and patient's condition was good. However, device analysis revealed that the number of fiber bundles was three below specification.